Manufacturer narrative:
Qn# (B)(4).

Event description:
The compliant is reported as "the guide is twisted" prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for evaluation. No signs of use were observed. The spring wire guide was not returned with the kit. Visual inspection of the guide wire tubing revealed no signs of significant bending/kinking. The kit packaging contained crease marks; however, it cannot be determined if these crease marks were created due to storage and shipping or by the customer after the kit was opened. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was not able to be confirmed because the guide wire was not returned. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, the root cause cannot be determined as the guide wire was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The compliant is reported as "the guide is twisted" prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The compliant is reported as "the guide is twisted" prior to patient use. No patient involvement reported.